Manufacturer narrative:
Device evaluation- one sample was returned for evaluation. The device was inspected and no visible damage or workmanship defects were identified. The device was primed with water and found to leak at the are between the three lumen tubing and the manifold at the bottom of the heat exchanger. The leak site was found at a bonded area and was determined to have been caused by a problem with solvent application. The instruction of ""ensure that solvent is applied evenly to ensure a uniform layer of solvent with no voids" was not adequately followed. In response to the issue the production personnel were issued a notification with a photograph of the leak site identified.

Event description:
It was reported that after completion of the use of the product, the customer confirmed a leak of water at the joint between manifold and three lumen tube. No patient injury. No additional information is available for this complaint.